Event description:
Side-delivery accuport broke at proximal hole when surgeon tried to repossition.

Manufacturer narrative:
Through a non-routine review of the complaint file, it was recognized that the incorrect part number was submitted on the initial medwatch, report number 3008812173-2016-00038, on december 20, 2016. This medwatch is being submitted to correct the product information.

Manufacturer narrative:
(B)(6) were contacted on dec 20th to investigate this complaint. On (B)(6) of 2016, dr. (B)(6) performed scp on a patient¿s posterior lateral femur. After injecting ~3cc of bsm, the surgeon backed up the accuport® cannula in an attempt to re-direct it more distally. It was noted that the stylus did not fully engage the cannula before backing it up and while trying to re-direct; it was said to be close though. In the process of bending the accuport® cannula to the new trajectory, the instrument broke at the most proximal fenestration. The surgeon attempted to retrieve the broken piece, but that resulted in the piece getting pushed a bit deeper into the patient. The surgeon decided to leave the broken piece in. Dr. (B)(6) opened a second accuport® cannula and injected the remaining bsm into his desired location. He commented that this resulted in little to no delay in surgery and that a week later, the patient seems well and is ¿back to playing basketball.¿ the broken cannula was: p/n 307.032 ¿ lot 32407 which was pulled from a kit p/n 402.202 ¿ lot kc02442. Device not returned.

Event description:
Side-delivery accuport broke at proximal hole when surgeon tried to reposition.